Event description:
It was reported that the customer's insulin delivery suspended in the morning. The customer's blood glucose was slightly elevated. As the customer was able to clear the alarm and resume insulin delivery. Tandem technical support indicated that an auto off alarm occurred. The customer last interacted with the pump the night before. The customer disabled the auto off alarm.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.